Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. H4: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Prior to a novasure endometrial ablation on (B)(6) 2012, a pre-hysteroscopy was performed. The cavity integrity assessment (cia) test failed once, but passed on the second try and the ablation was completed without issue. The physician elected to perform a laparoscopy and "two small perforations with circumferential blanching of the serosa were seen at the fundus. The entire bowel was inspected and no perforations or thermal injuries were identified." The physician proceeded with a "total laparoscopic hysterectomy and bilateral salpingo-oophorectomy." The physician noted that the "uterus was soft, spongy and difficult to manipulate." The patient was discharged home, but was readmitted on (B)(6) 2012 with a "white blood cell count of 16 and fever to 102.3 degree fahrenheit." The patient was started on "unasyn" (ampicillin sodium/sulbactam sodium, dose unknown) and became "afebrile with a decrease in while blood cells (wbc)." A computerized tomography (CT) scan "showed evidence of partial small bowel obstruction and inflammation there was no evidence of a bowel perforation."